Event description:
Patient revised for second time on (B)(6) 2020 due to dislocation. Primary surgery (B)(6) 2017 and first revision (B)(6) 2018. During the second revision, the surgeon explanted the 36/+9 humeral cup and replaced it with a 36/+3 humeral cup plus a +9mm spacer.